Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced an open fuse located on the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no known patient use associated with the reported event.